Event description:
Customer reported that during boot up, operator noticed a burning smell. No pt injury was reported.

Manufacturer narrative:
A ge representative contacted customer and discussed service options. Customer elected to contract repairs through a 3rd party.